Manufacturer narrative:
The investigation found the returned microcatheter to have flattened areas at the distal end, the hub joint not fully flared, and an exposed braid protruding into the lumen, which would have caused or contributed to the guidewire advancement issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened sections, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue and exposed braid, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The returned guidewire was found damaged at 3cm from the distal tip, which is consistent with being advanced into the microcatheter with the exposed braid. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the guidewire could not be properly advanced into the catheter. Both devices were retrieved and the investigation was completed successfully. There was no patient injury. The patient outcome was reported to be stable. When the device was received and analyzed, it was found that the catheter shaft exhibited incomplete flaring with exposed braid at the hub transition.